Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the anesthesiologist attempted to extubate the patient, he/she noticed a lack of feedback on the pilot balloon. They next attempted to remove air from the cuff. The tube was removed, but the clinician fell resistance when withdrawing. They found that the balloon had not fully deflated. Patient reported sore throat, and experienced bronchospasm". It was reported that the patient received "tracheal reconstruction with flap". Patient condition reported as "patient has since recovered and has been discharged home".

Manufacturer narrative:
Qn# (B)(4). The actual device was returned for investigation. A visual exam was performed and no defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar using a calibrated endotest. No abnormalities were observed and the pressure remained at 25mbar. No issues were encountered during deflation. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
It was reported that "when the anesthesiologist attempted to extubate the patient, he/she noticed a lack of feedback on the pilot balloon. They next attempted to remove air from the cuff. The tube was removed, but the clinician fell resistance when withdrawing. They found that the balloon had not fully deflated. Patient reported sore throat, and experienced bronchospasm". It was reported that the patient received "tracheal reconstruction with flap". Patient condition reported as "patient has since recovered and has been discharged home".